Event description:
On (B)(6) 2022, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced secretion from the peg site and a wound culture was done. The results were unknown. The patient was treated with tygacil 50 mg 2x1 i.v. And meronem 1 gr 3x1. The event was not resolved.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.